Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the heat exchanger. No patient or staff injury was alleged. No further details were provided.

Manufacturer narrative:
Patient information n/a. Occupation unknown. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Standard/high flow improvement plan is anticipated for q2 2022. 3m¿ will continue to monitor.